Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va1fn58 serial# implanted: (B)(6)2017 explanted: (B)(6) 2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had an infected pocket and the device was explanted on (B)(6) 2017. It was noted that the device will be replaced by a medtronic device and the patient was scheduled for implant. No further complications were anticipated/reported.